Event description:
Reporter indicated that the patient was experiencing moderate sleep apnea. The patient is to start continuous positive airway pressure treatment for the apnea. The treating medical professional has ruled that the event is possibly related to stimulation. Good faith attempts for additional information have been unsuccessful to date.